Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her daughter was hospitalized and due to diabetic ketoacidosis and low blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 43 mg/dl at the time of incident and current blood glucose was unknown. The customer blood glucose was 89 mg/dl, 58 mg/dl and 90 mg/dl. The customer was treated with orange juice. The customer had symptoms such as chest pains due to a hernia, low and blood pressure. The customer does not allege pump was over delivering. The customer reported that the drive support cap was normal. The customer was advised that the insulin pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The insulin pump will not be returned for analysis.